Manufacturer narrative:
The device was returned to zoll medical corporation; the malfunction was duplicated and attributed to contamination underneath a connector on the pace/defib engine. The source of the contamination could not be identified, the pace/defib engine was replaced as precaution. Analysis for reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during biomed testing the device failed power-on self-test for defib. Complainant indicated that there was no patient involvement in the reported malfunction.